Manufacturer narrative:
Product analysis: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 3rd and 4th distal stent segments were deformed with raised struts. No other damage was noted on the device. (B)(4).

Event description:
It was reported the physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion. The device was removed from its packaging as per IFU and inspected with no issues noted. The lesion was not pre-dilated. During the procedure it was reported that the device failed to pass the lesion and stent deformation occurred during positioning. No resistance was encountered and no excessive force was used during delivery. No patient injury reported. The procedure was completed using an endeavor stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.